Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the lot number was not provided. Distribution records were reviewed to identify potential lots of this product shipped to the customer for the three (3) month time frame which immediately preceded the event. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis patient discovered a fluid leak during fill three of four of peritoneal dialysis therapy. Immediately prior to the leak, the patient received an m31 air detected in cassette error message. The patient had filled 1399ml of an expected 2500ml at the time of the alarm. During troubleshooting the patient was advised to reset up with new supplies. The patient stated that they would revert to manuals to complete treatment. Upon cancelling their treatment and removing the cassette, the patient discovered a fluid leak. The cause of the leak was unknown and the exact location could not be determined. There was no patient injury or medical intervention required as a result of the reported leak. The patient discarded the cassette used at the time of the leak. Upon notifying a technical support representative of the leak, the patient was advised to discontinue use of the cycler. The patient had manual supplies to continue with therapy without the cycler. The patient has received a replacement cycler and been able to continue with peritoneal dialysis therapy. Additional information was requested but was unavailable.